Event description:
Additional information was provided by the area representative indicating the bradycardia event was first noted on july 2011. The cause of the bradycardia was reported to be unknown in accordance to the reporting physician. It was also noted that the bradycardia worsened with increase in stimulation from vns. Interventions taken were to reduce the patient's frequency and intensity, which in turn helped the patient. The patient does have a medical history of bradycardia.

Manufacturer narrative:
Initial report inadvertently listed incorrect date of event.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient's bradycardia was caused by a seizure. The patient's mother stated that the patient is now in pain. The physician stated that after the vns was turned off, the patient remained in pain; therefore she believes that the pain is not related to vns. The physician later indicated that it is difficult to know exactly if the bradycardia was due to the patient's epilepsy or another disease because the condition of the patient is even more complicated than before. The physician stated that this has happened, as well as the bradycardia, before the vns and still continues. The patient's device is currently still disabled, but the patient's mother would like to have it turned on again. They are only waiting for the patient to have a MRI before turning the patient back on.

Event description:
It was reported through a company representative that a patient had a suspected bradycardia attack after the output current was increased in the generator. The area representative indicated the event had occurred in the past and the treating neurologist believed the bradycardia may be related to another patient disease. Additional information from the area representative indicated the patient is doing well now. Attempts to the treating physician and cardiologist have been unsuccessful to date. At the moment the relationship of the bradycardia to vns is unknown.